Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause is user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that he feels fatigue and warm temperature, but doesn not require medical attention. The customer's expected blood results are 150-200mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customer then ate food and took his reading again and obtained a result of 35 mg/dl, instructed customer readings obtained within 2 hours after eating a meal will not be accurate readings and that he should test at least 2 hours after his meals. Customer was also having trouble obtaining results, as he is a new user and kept receiving e-2 and e-3 messages. Trained customer on proper testing technique, ran blood test with customer and obtained a result of 232 mg/dl. Customer states the time in his meter's memory was not set up correctly.